Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a090402 captures the reportable event of energy generating problem.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, it was reported that energization could not be performed. The procedure was completed with another rotatable small oval med stiff snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a090402 captures the reportable event of energy generating problem. H11 investigation results: one rotatable snare was received for analysis. Visual analysis of the returned device was found the device returned and it was found during visual inspection that the tip of the loop was blackened, the device was checked under magnification, and it was found that some wire braids were melted. These are signals that the device could conduce the electrical current. A continuity and electrical test were performed, and the device was found within specification. No other problems were noted. The reported event of "device failure to deliver energy" could not be confirmed. It was found that the tip of the loop was blackened, and some wire braids were melted. This issue could have been induced due to an excessive time of energization or an excessive electrical current applied. Excessive manipulation of the device without enough care could have induced the defect found as well. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, it was reported that energization could not be performed. The procedure was completed with another rotatable small oval med stiff snare device. There were no patient complications reported as a result of this event.